Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing noise and pacing inhibition shortly after being implanted. It was noted that the patient was implanted with a left ventricular (lv) lead only and the crt-p device lead ports for the right atrial (ra) and right ventricular (rv) leads had been plugged. It was noted that the patient experienced atrial fibrillation (af) with rapid ventricular response (rvr) arrhythmia and bradycardia. Technical services (ts) reviewed the stored device data and confirmed that the device was oversensing signals from the rv port plug. Ts discussed troubleshooting options and programming considerations with the health care professional (hcp). The crt-p remains in service. No additional adverse patient effects were reported.